Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black fiber-like contaminants were found on three (3) syringe inlets before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: three (3) devices were received for evaluation. During visual inspection dark fiber foreign matter and a dark speck of foreign matter were observed on the white connectors in the sealed product packaging. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.